Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet coating delamination is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc solo with its inlaid stylet and t-lock assembly were returned for evaluation. An initial visual observation of the returned catheter and stylet revealed saline use residues throughout the devices. The stylet was observed to have a bend at the proximal end of the device. The stylet appeared to have been pulled partially out of the catheter through the rubber stopper. The stylet was carefully removed from the catheter, and a bend was observed along the stylet distal to the t-lock extension set. A microscopic observation revealed some delamination of the stylet coating proximal to the bends observed along the stylet and proximal to the t-lock extension set. No significant stylet coating delamination was observed distal to the bends observed along the stylet. The root cause of this failure could not be determined; however, possible causes include pulling the stylet through the rubber stopper at an angle, or other unknown environmental or clinical conditions. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported prior to inserting a PICC line into the patient, the catheterization technician inspected the catheter packaging and discovered a fluff-like substance entangled around the pre-loaded guidewire inside the catheter. The catheter was unusable. The nurse opened a new catheter and reinserted it for the patient.